Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had unexpected shut down was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by a clinician that a heparin infusion shut off. The pharmacy report indicated that the heparin has been off for more than twenty-four (24) hours. No server information was noted from 8am -8am. Nurses went into the room for either check off or to draw a ptt and the heparin infusion was off. The patient had been therapeutic, and no changes had been made. A heparin bolus had to be administered, and the infusion was restarted. The alaris device remained in use and was not removed. This was reported to bd representatives during site visit. There was patient involvement but no harm.